Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it presented a fracture at the level of the clavicle. This observation was confirmed via x-ray and device interrogation, as impedance measurements were not as expected. A new lead was implanted and no additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements throughout this test were not as expected, confirming that the outer coil was fractured and electrically open. Moreover, x-ray imaging showed multiple fractures in the outer coils near the terminal end of the lead, consistent with clavicle/first rib crush.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it presented a fracture at the level of the clavicle. This observation was confirmed via x-ray and device interrogation, as impedance measurements were not as expected. A new lead was implanted and no additional adverse patient effects were reported. The product was received for analysis.